Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a coronary artery bypass graft surgery. During the procedure, excessive cautery was used close to the pacemaker. Upon interrogation post-procedure, the device was noted to be at elective replacement indicator (eri), although it was not at eri prior to the procedure. The device was restored. The patient was in stable condition.